Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pressure coughing and believe their implantable pulse generator (ipg) "is near its end of life". The ipg has been explanted and replaced. No further patient complications have been reported as a result of this event.